Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. Marker band was present and undamaged. Separation between the distal tip and catheter shaft were noted but still attached to the core wire. The distal end of the guidewire tubing was noted to be jagged. The inner guidewire lumen was exposed and still attached to the catheter sheath. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported material separation as the distal tip and catheter shaft were noted to be separated. A definitive root cause for the reported material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter was allegedly detached after twenty seconds of flossing. It was further reported that the tip was still attached to the core wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter was allegedly detached after twenty seconds of flossing. It was further reported that the tip was still attached to the core wire. The procedure was completed using another device. There was no reported patient injury.